Manufacturer narrative:
Results: failure to deliver and dislodgement. Lesion morphology. 85% stenosis, severe calcification and vessel tortuosity. Force used while attempting to deliver the stent. Conclusions: lesion morphology ¿ 85% stenosis, severe calcification and vessel tortuosity. 22 inherent risk of procedure. Force used while attempting to deliver the stent. (B)(4).

Event description:
The physician attempted to deploy an endeavor resolute drug-eluting stent to treat a lesion in the rca with 85% stenosis but it failed due to the severe calcification present and vessel tortuosity. The physician had successfully delivered another endeavor resolute stent to the lesion before this attempt. No patient injury or clinical sequelae were reported. Evaluation summary: the distal tip was flared. Resistance was felt during initial mandrel movement. There was a hypotube detachment 109cm proximal to the hypotube bond. The hypotube was kinked 35.5cm and 80cm distal to the detachment site. The balloon was partially inflated; crimp impressions were visible along the working length of the balloon. The stent was returned separate from the delivery system. Residue was visible on the stent; the stent was severely deformed with stretching and bunching evident. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).